Event description:
The reporter stated that the surgeon was attempting to insert a three piece silicone lens model aq1016v in the eye and noticed the lens was torn so he quit using the lens. Patient contact with the inserter, but not the lens. No patient injury. The reporter stated that the lens was loaded incorrectly which caused it to tear.

Manufacturer narrative:
Evaluation: results: (other) - a visual inspection of the returned product shows the lens optic and a haptic is torn off & missing. Clear surgical residue on the lens.